Event description:
It was reported that five days post op an x-ray was made to check the patient. A dislodgment of the road on three screws on the right side was noticed.

Manufacturer narrative:
Method: visual inspection; functional inspection; device history review; complaint history review; risk assessment. Results: inspection of the blockers revealed no deformation and indentation on their bases. This suggests that the blockers did not experience a sufficient tightening torque. Blockers that are tightened to 12 nm characteristically possess visible indentations, which these blockers did not. Conclusion: the most likely cause of the customer reported event is an insufficient tightening torque during final tightening.

Event description:
It was reported that five days post op an x-ray was made to check the patient. A dislodgment of the road on three screws on the right side was noticed.